Event description:
It was reported that the patient was expected to undergo a revision surgery for the inflatable penile prosthesis as the pump was not working. The device was explanted.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device performance issue was confirmed as a fluid leak would lead to a limited device function. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected, examined under a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested and examined under a microscope. Both cylinders were damaged. Both cylinders had broken/detached outer tubes and broken/detached fabric threads in the cylinder bodies. Both cylinders had wear at folds in the cylinder bodies. The krt of both cylinders displayed fatigue and were worn down to the filament with exposed sutures present. Both cylinders had leaks. Cylinder 1 had a leak attributed to the fatigue and wear against the krt with a hole in the inner tube present in the cylinder body. Cylinder 2 had a leak that was the result of a sharp instrument damage which probably occurred during the explant surgery. A hole in the inner tube was present in the cylinder body. Both cylinders were not pressure tested due to the leak that was identified. Product analysis concluded that identified fluid leak is the most probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure of the cylinder due to the fluid leak that was identified.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the patient was expected to undergo a revision surgery for the inflatable penile prosthesis as the pump was not working.